Event description:
The outer rim of screw threads of 6.5mm cannulated cancellous screw was left in the patient.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.